Event description:
Pt's family member reported that pt's one touch profile meter was reading inaccurately low. Pt's family member took pt's blood test and got a result of "0". Family member called the dr, and the dr told them to retest. Family member got a "0" again. The dr told them to take pt to the emergency room where their blood glucose test was 485 mg/dl. No treatment was given in the emergency room and pt was sent home. Family member never used a check strip or control solution, using alcohol to clean meter. No symptoms reported. Unable to contact the customer's family member for further info.